Event description:
The user facility reported that during an unspecified colonoscopy procedure, one of the buttons did not work and the image was lost while the device was inside the pt. There was no further info provided.

Manufacturer narrative:
Olympus followed up with the user facility via telephone and in writing to obtain add'l info regarding the report, but no add'l detailed info was provided regarding the event. The device referenced in this report was returned to olympus for eval. The eval did not confirm the user's report of image loss, however, there was evidence of fluid invasion in the endoscope connector which may have caused or contributed to the reported button and/or image difficulties. The eval found the bending section cover glue was cracked and discolored. The objective lens was noted to be scratched, and the control knobs were loose. The light guide tube was buckled, discolored and peeling, and the light guide lens was chipped. The device has been refurbished. Based upon the findings of the eval, the exact cause of the phenomenon cannot be conclusively determined, however user handling during reprocessing may have contributed to the reported event. This report is being submitted as a medical device report in an abundance of caution.